Event description:
Customer's spouse reported that pump had no audio tone. Self-test was conducted and pump failed the test.

Manufacturer narrative:
Currently is unk whether or not the device may have caused or contributed to the events as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.